Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter /daughter contacted lfs on september 25, 2010 alleging an issue with her father's lancing device. A medical surveillance specialist (mss) spoke to the patient's wife on october 12, 2010 and obtained the following information: on the morning of (B)(6) 2010, the patient attempted to test his blood glucose; however, noticed that the lancet would not fire using the penlet. The patient did not attempt to test with just the lancets and was not tested on another device at the time. The patient had been eating less food/drink due to the reported issue. Approximately 24 hours later, on (B)(6) 2010, the patient began to feel dizzy and experienced frequent urination. The patient did not treat himself and visited his physician on (B)(6) 2010. The physician tested his blood glucose and the reading was in the 150's and advised the patient to test twice a day. Lancing device was replaced. The complaint is being reported since the patient was unable to test due to the alleged issue and later developed symptoms suggestive of hyperglycemia.